Event description:
The customer reported that the system will not boot up.

Manufacturer narrative:
(B) (4). The ge service rep ordered the sbc kit, ip and hard drive. He found horizontal lines on both monitors at boot up. He installed the sbc kit, but the lines were still there. He replaced the display adapter. No lines were found and there was no xray. He replaced the display adapter pcb and the lines are now gone. The problem with monitors flickering after xray button is pushed. The rep found a bad camera then replaced the camera.